Event description:
It was reported that during a sigmoid colectomy procedure, the device cut the tissue, but the staples did not form. The surgeon had difficulty removing the anvil, but finally got the anvil off of the device and was removed from the patient. The case was converted to open due to the patient not having enough tissue to reconnect the tissue and the surgeon did not feel comfortable using another device. The surgeon hand sutured the anastamosis and the case was completed with no further patient consequence. The patient is stable and doing well.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Washer uncut. The analysis results found that the device arrived in good visual conditions, with three staples protruding inside the pockets and with the breakaway washer uncut. In addition, five unformed staples were received inside a plastic bag. After further analysis, it was noted that the locking springs on the anvil were scratched, indicating that the anvil was not reattached correctly. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. When this happens, the anvil will not sit correctly/completely in the device, resulting in a bigger gap between the anvil and guide face. Therefore, the staples will not hit the anvil to make a b-form staple. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Patient underwent partial knee arthroplasty on (B)(6), 2007, as part of a clinical study. Subsequently, patient was revised on (B)(6), 2008, due to infection. The femoral, tibial tray, and bearing were all replaced.